Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively on the day of implant, the patient experienced pericardial effusion. Pericardiocentesis was performed, and the rv (right ventricular) lead was explanted and replaced. No further patient complications have been reported as a result of this event.